Event description:
It was reported by service report that the head end brakes were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: brake adjuster.